Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an increase in hypoglycemic episodes over approximately one week, with subsequent hyperglycemia following many lows; review of available reports suggested overcorrection of hypoglycemia, and the user reported treating lows with small carbohydrate doses and then taking additional carbohydrates after 15 minutes. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, including discussion that rebound highs following lows can indicate overcorrection, reinforcement of appropriate low treatment, and a referral for further clinical review and potential regimen changes. Investigation included review of user-reported history and device data reports. Investigation of this case revealed a pattern consistent with hypoglycemia followed by rebound hyperglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.